Event description:
It was reported that stent dislodgement occurred. A 2.75 x 32mm synergy xd drug-eluting stent was selected for use. However, the stent was separated within the y connector and dislodged outside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
A synergy xd 2.75 x 32mm stent delivery system was returned for analysis. The device was returned, the stent damaged and detached from the balloon. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgement occurred. A 2.75 x 32mm synergy xd drug-eluting stent was selected for use. However, the stent was separated within the y connector and dislodged outside the patient. The procedure was completed with another of the same device. No patient complications were reported.